Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Patient reported for left side "experiencing systemic symptoms which were found to be related to a ruptured right breast implant and silicone lymphadenopathy". Diagnostic reports "occasional small cysts", "MRI noted no enhancing mass lesion, ductal enhancement or axillary lymphadenopathy", "pain between shoulder blades with subjective shortness of breath. Cause: bilateral implants". Healthcare professional reported "device found ruptured upon explant", "severe grade 2 capsular contracture", "silicone granuloma present in breast capsule". The device has been explanted.